Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. Checked reservoir snap-cap width dimensions per (B)(4) using a new lab infusion set. Reservoir failed per spec. Reservoir too tight to connected/release. (B)(4).

Event description:
Customer reported that the tubing connector of the reservoir was not able to be locked into the infusion set. Customer tried to lock another reservoir into the infusion set and was successful. Blood glucose level was not provided. No further information was provided.